Manufacturer narrative:
Result: cracked side-rails and footboard.

Event description:
It was reported by service report that two secure ii beds were showing cracking/breaking on the side rails and on the footboards as well. No pt involvement or adverse consequences were reported.